Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the remote dose cord pin being stuck in the remote dose connector. The latch lock was inoperable. As a result, the remote dose connector and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was an issue with the jack connector. During physical inspection, it was found that there was a torn downstream occlusion seal. There was no patient involvement, no patient injury was reported.